Manufacturer narrative:
Investigation summary: stopper molding defect: bd received 1 sample and 7 photos for investigation. The photos were reviewed and the indicated failure mode for stopper molding defect was observed. Additionally, the customer sample was evaluated by visual examination and the issue of stopper molding defect was observed. 100 retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing and the issue of stopper molding defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Improper assembly: bd received 1 sample and 7 photos for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed. Additionally, the customer sample was evaluated by visual examination and the issue of improper assembly was observed. 100 retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k the stopper was missing in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® edta 2k the stopper was missing in 1 tube. No adverse impact was reported regarding the patient or user.